Manufacturer narrative:
(B)(4).

Event description:
Same case as: 2134265-2016-02722 and 2134265-2016-02726. It was reported that automatic pullback failure occurred. A 100v ilab ultrasound imaging system was used in conjunction with an imaging catheter and a pullback sled to visualize the unspecified target lesion. During procedure, system was rebooted up during pullback. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: the image pc and the mdu-5 plus were received for evaluation. Device analysis revealed that the image pc passed all performance criteria during analysis. An anti-virus scan was performed and no malware was observed on the returned image pc. The mdu5 plus failed the mdu-5 plus basic functional test. The unit was able to recognize the ID box however, when the image button was activated the unit start to spin and suddenly stopped the spin and give the error message "226" which indicates an mdu overload. By replacing the lemo cable, the pca backplane board with a known good lemo cable and pca backplane board, the unit still not spinning and give the error 226 message. The most probable root cause of the failure is a defective drive shaft. No other issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(64.

Event description:
Same case as: 2134265-2016-02722 and 2134265-2016-02726. It was reported that automatic pullback failure occurred. A 100v ilab ultrasound imaging system was used in conjunction with an imaging catheter and a pullback sled to visualize the unspecified target lesion. During procedure, system was rebooted up during pullback. No patient complications were reported.